Event description:
Purchased an eyelite laser from alcon in 2006. We have replaced laser engine in 2008 and now the engine needs replace in early 2009. Alcon does not have an engine to sell and has not reported any problems with this eyelite laser. Alcon now wants us to purchase another style of laser for additional dollars, still stating there is nothing wrong with the eyelite laser.